Event description:
The following is based on initial information received the pt and subsequent medical records received from the pt's clinic: the pt called technical support (ts) for a m01-13 alarm on (B)(6) 2013. Ts asked pt to inspect the little gray circles for leaks; however, pt could not identify any leaks. Ts concluded that the issue might have been against the cassette. On (B)(6) 2013, pt called clinic and reported her effluent was cloudy, and she did not have any pain or fever. The pt was told by the nurse to save the bag for testing. On (B)(6) 2013, pt brought in her bag, and the sample was sent to lab for culture examination. On (B)(6) 2013, pt had extreme abdominal pain (9/10 on pain scale) and was started on antibiotics. On (B)(6) 2013, cultures were received and confirmed peritonitis.

Manufacturer narrative:
Medical records have been received and reviewed by the manufacturer's physician and assessed the following: a (B)(6) female pt with end stage renal disease received peritoneal dialysis at home and developed peritonitis approximately four days after a reported leak. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A manufacturing review was performed of the products shipped to the dialysis center during a three (3) month time frame for lot numbers received. Record review was performed on all identified lots since there was no clear indication as to what lots could have been potentially used during treatment. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Related medical device reports: 2937457-2013-00417 and 8030665-2013-00720.